Event description:
It was learned through implant patient registry that a patient with a 21mm 2800tfx aortic valve was explanted after an implant duration of 3 months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, g3, g6, h2, h6 (clinical code and device code) . Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 21mm 2800tfx aortic valve was explanted after an implant duration of 3 months due to endocarditis and pvl. The explanted valve was replaced with a 23mm 3300tfx valve. Per records provided, after 3 months after the aortic valve replacement the patient acquired candida prosthetic valve endocarditis. The endocarditis was treated medically; however, it was not able to clear the bacteria in the blood stream. The patient came back to the hospital with a stroke that was treated and was admitted to the hospital. The valve was full of vegetations, there was also pvl. The team suspected that the pvl was coming from the annulus since there was some calcification on it and the valve might have been slightly undersized. The valve was removed and replaced with a 23mm 3300tfx valve. The patient was weaned off the heart-lung machine and decannulated. Protamine was administrated. The patient tolerated the procedure well and was transferred to the ICU in a stable condition.